Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# pr254138 (B)(6). Summary of investigational findings: investigation is based on event description and returned device. Released filter returned with dilator, sheath with introducer system, stopcock, and protection tube. The filter was severely damaged with secondary filter legs pushed upwards towards the clip bushing, clearly confirming the reported attempts to "put the filter into the sheath". During investigation the release mechanism stuck at first, but during the second attempt the femoral introducer moved freely inside the protection sheath and the metal mount point could be fully advanced. Based on these findings the exact reason for the difficulties encountered when attempting to release the filter cannot be determined, unless hardened blood/contrast caused them or unless the metal mount point was not completely free of the sheath before filter release, as specified in the instructions for use. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k)/PMA k090140. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: an ivc filter placement was performed on (B)(6)2019. Approach was gained from the right femoral vein. The user advanced the filter catheter (igtcfs-65-jp-fem-tulip, lot e3499765) to the correct position and he pulled the red hub to the pinvise to release the filter but the filter was not released. He pulled the red hub several times but the filter was not released. He thought it was dangerous to continue to use this product, so he put the filter into the sheath and removed it outside the body. He performed the same procedure on (B)(6)2019 and completed it. Patient outcome: there have been no adverse effects to the patient.